Manufacturer narrative:
One unit was returned for evaluation. The device was visually inspected. The complaint is confirmed. The root cause is unknown. A search of the complaint database found four related complaints for this lot number. A review of the device history record found one exception document for this lot number.

Event description:
The distributor reported that a foreign object was found in the fluid path of the transducer included in the kit. This was identified during the distributor's incoming inspection. The device was not sent to a user facility.